Event description:
It was reported that the patient experienced pain during the insertion of the urinary catheter; another catheter was used.

Manufacturer narrative:
The reported event was unconfirmed since the sample met specifications. Per the evaluation, there was no evidence of a failure that would support the reported event; the reported failure could not be reproduced during sample evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1) do not reuse. 2) do not resterilize. 3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] 4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. 1) do not use in patients who are or have been allergic to natural rubber latex.."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient experienced pain during the insertion of the urinary catheter; another catheter was used.